Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 104 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.